Manufacturer narrative:
Batch review performed on 24 august 2023: lot 2103686: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved. Batch review performed on 23 august 2023: reverse shoulder system 04.01.0118 humeral reverse hc liner ø32/+6mm (k170452) lot 2201876: (B)(4) items manufactured and released on 05-april-2022. Expiration date: 2027-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 months after the primary, the patient came in reporting pain after dislocating anteriorly during physical therapy after the pt pulled on the arm. The surgeon revised the poly and metaphysis and the surgery was completed successfully.